Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints except the known ones from glidewell. Lot# e-pro4.0-11659 (erkoloc-pro) was manufactured from june 8, 2021 and was assigned an expiration date of june 2024. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized: roughness - the flange was smooth, however, the buccal and occlusal surfaces had significant adjustments (bur marks) especially in the anterior region of the device. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device turned yellowish due to the usage. General cleanliness - the returned device was not clean and debris can be observed. Case was not returned. The returned device was visually inspected and could not conclusively state whether the device cause or contributed to the complaint. Heavy adjustments made to the device altered the original condition. Root cause; a root cause for this complaint cannot be explicitly determined. Per the reported information, the patient cleaned the device with cleaning crystals and polydent cleaner then began to use soap and water. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU 9091_4 provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by the patients cleaning and maintenance of the device. Supplier erkodent reviewed the incident details and determined the incident details fit more with the consequences of an overstretched upper lip due to the thickness of the splint. The significant adjustments made to the device's surface area may corroborate this determination but cannot be confirmed as the device's original condition remains unknown. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The exception of serial number as the device is manufactured by prescription. The device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint. The patient first used the device on (B)(6) 2021 with the reaction occurring (B)(6) 2021 . The patient experienced swelling around the eyes, headache, and an itchy scalp. The patient discontinued the use of the device (B)(6) 2021. There was no medical intervention required. The patient has allergies to amoxicillin, penicillin and zyrtec. There was no allergy test done prior to the use of the device nor are there any past medical history prior to the delivery. The patient currently has "no more symptoms." With regards to the device: the device was rinsed with sterile water prior to delivery and the patient was instructed to rinse with water.